Event description:
It was reported in a journal article that 1 patient in the standard-stem group sustained a dislocation in the second postoperative week after falling from standing height. It was treated with closed reduction and did not need any further surgical intervention. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Country source: (B)(6). Literature source: fatih yildiz vahdet uçan, volkan ezici, orkhan aliyev, gökçER uzer & ibrahim tuncay (2021) comparison of tapered-wedge short and standard-length femoral stems in single stage bilateral direct anterior total hip arthroplasty https://doi.org/10.1007/s00264-021-05152-9. Concomitant medical products: unknown liner. Multiple reports were submitted along with this report 0001825034-2022-00574. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Further follow ups confirmed that the reason for the patients fall was loss of balance, indicating that the device did not cause the reported instability or the fall. Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. Event is no longer considered reportable, and initial report should be voided

Event description:
Further follow ups confirmed that the reason for the patient's fall was loss of balance, indicating that the device did not cause the reported instability or the fall. Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.